Event description:
Post procedure, an esophageal tear was noted and a temporary esophageal bypass was placed. Following the ablation procedure, the patient woke up and complained of severe pain. A CT scan was performed which revealed an esophageal rupture. It is not known at this time whether the tear is related to the ablation or the transesophageal ultrasound probe. Currently, the patient is in intensive care and a temporary esophageal bypass has been placed pending an operation in the next few days. (B)(6) 2023 - the cardiologist confirmed the hole in the esophagus was due to the transesophageal ultrasound probe (ge device). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).